Event description:
According to the reporter, after a liver transplant, a surgical intervention was needed in order to save the patient's life. The patient underwent revision of liver transplant surgery and it was evident that the suture line was interrupted. The glass was bleeding and that was why they intervened again, to turn it on. The patient had a hematoma, which, when passed to surgery, again ligated the vessel that was bleeding through the interrupted staple line. There was tissue damage. The issue extended the patient hospitalization. There was blood loss of 500cc or more. The surgical time extended by ore than 30 minutes. There will be an additional operation to correct the issue. The patient had a temporary injury.